Event description:
Caller reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided the caller through the process, successfully resolving the issue and enabling the caller to start their sensor session without further errors.